Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization following interruption of insulin delivery while on ilet therapy. Hyperglycemia requiring medical intervention is clinically significant and is consistent with the reported need for insulin and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and identified multiple instances of alert 68 (vboost 5p0 over/under voltage), a power-related alert associated with risk of therapy interruption. The user reported a black screen and inability to operate the device, and review of device history indicated a period without insulin delivery. Returned product evaluation found the display assembly lcd was shattered; when a reference display was used, the device powered on but the backlight was non-functional, resulting in reduced visibility but not preventing touchscreen operation. Device logs indicated that despite alert 68, the motor continued to function. Based on available information, a device malfunction involving display damage and power-related alerts contributed to user inability to effectively operate the device and interruption of therapy; however, the exact failure mode remains not fully established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 23-mar-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 383 mg/dl following interruption of insulin delivery, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026.